Event description:
The nurse reported to baxter that they found a sponge in the connection shield that was dry (inadequate iodine). This occurred before use. There was no patient involvement. No patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). This complaint for inadequate iodine was not confirmed in the lab. The sample was received for evaluation and the sponge was verified to be dry, however the minicap pouch was open when received, hence the dry sponge could not be ruled out when the customer opened the minicap pouch. The cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. A follow-up MDR will be submitted if additional information is obtained.